Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The data was extracted which revealed that the wand was activated previously. A functional evaluation revealed the wand was able to generate plasma as intended, there was no temperature issue during testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown surgery, the werewolf flow 90 coblation wand overheated very quickly, the procedure was completed with a backup device. It is unknown if there was any delay. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.